Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor the motor was tested outside of the device and passed. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to motor error alarm. Pump received with stripped battery cap coin slot (p) noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was received motion sensor test failure alarm. Customer¿s blood glucose level was 133 mg/dl. Customer was cleared. Customer was assisted by rewind. Customer stated that the alarm occurred five times. Customer was performed self test and the test was not ok. Customer stated that the battery cap was frayed. Customer troubleshoot was performed. The insulin pump will be returned for analysis.